Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced waste valve (v3) of the cap piercer part number 988693, which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the dxc 800 pro analyzer generated erroneous low patient results for ise (ion-selective electrode) which includes na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and calc (calcium). The customer also stated fluid was dripping from the cap piercer on system. There was no change in patient treatment in association with this event.